Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ secondary set c61 was damaged and leaked. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: they received from bd checked lot 1011787 last week after leakage complaints. Now pharmacist realized from this same lot, that connector was in oblique position towards spike.

Manufacturer narrative:
Investigation: our quality engineer inspected the returned unit and identified that there was low amount of solvent on the phaseal component of the product. Sample was received for this complaint in opened packaging and fluid present inside of sample. Sample received for testing failed leakage test, leakage was detected on phaseal ¿ spike connection. After microscopic examination of phaseal component presence of solvent was identified and on spike component as well. On spike component only edges show presence of solvent this indicates low amount of solvent applied. It was concluded that the operator likely did not sufficiently apply solvent to the product during assembly. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd phaseal¿ secondary set c61 was damaged and leaked. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: they received from bd checked lot 1011787 last week after leakage complaints. Now pharmacist realized from this same lot, that connector was in oblique position towards spike.